Event description:
It was reported that "the battery failed during transport. As a result, the staff plugged the pump back in and swapped to another pump". Additional information received stated "[the field service agent] confirmed that the battery had a short run time, less than 10 minutes. The [field service agent] replaced the battery". There was no report of patient complication, serious injury, or death. Patient condition reported as "fine",

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of short battery runtime is not able to be confirmed. The product was not returned for investigation. According to the field service report, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "the battery failed during transport. As a result, the staff plugged the pump back in and swapped to another pump". Additioanl information received stated "[the field service agent] confirmed that the battery had a short run time, less than 10 minutes. The [field service agent] replaced the battery". There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".